Manufacturer narrative:
(B)(4). Analysis of the device (forceps cev134 bipolar 350mm mouiel) determined that the product was not broken. The bipolar connector is burnt because the instrument, or the cable (not returned) was not properly dried causing an electrical arc. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.

Event description:
The device (forceps cev134 bipolar 350mm mouiel) was returned to mxi for service and repair. It was reported that the bipolar forceps was broken.